Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email on september 24, 2018 that the insulin pump was scuffed on the screen which made it hard to read the display. Customer also reported that the insulin pump was louder during rewind and gave no delivery alerts. No further details were given. Product will not be returned for analysis.